Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had recurring sensor glucose versus blood glucose. The customer's blood sugar was 436 mg/dl and the sensor glucose was 60. Troubleshooting was perfomed. Nothing is returning.